Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01473. The patient received her scs system, including a percutaneous lead and anchor, on (B)(6) 2010. It was reported that the patient no longer had effective stimulation coverage. An x-ray revealed her lead had migrated. The patient denied any traumatic events or quick/extreme body movements. The physician planned to revise the lead's location, but he decided to replace the lead on (B)(6) 2011 due to difficulty revising the lead's placement. The lead and anchor were explanted on (B)(6) 2011. No further patient issues were reported.